Event description:
Went to gyn asking to get "tubes tied" and was told about the essure procedure. It was presented as a new and improved, less invasive and more effective version of getting "tubes tied" I was told that there was a very slight chance of chronic pain, but that it was very rare. I was told that the procedure would be done under general anesthesia and that the worst of the recovery would be just coming out of the anesthesia. I was told they were soft, flexible fiber coils, there was never any mention that the "fibers" included any metals and especially nickle or I think I would have seen that as a red flag. I woke from anesthesia surprised by the intense cramping and wondering what happened. Since then I have had cramping, sometimes so intense it's hard to stand up straight and that causes cramping and shooting pains radiating down my inner thighs. Some days there's a strong burning and pressure like a balloon in my abdomen is going to explode. Frequently I have pelvic pain that feels like my pelvic bone is bruised and that my insides are going to fall out. The only other times I ever had similar pain/sensations was when I was in my last trimester of my pregnancies and on my feet too long. Although I really haven't had a period since this procedure, I have extreme pms symptoms like I am 15 again with cramping, back aches, headaches, mood swings, food cravings. I also have hot flashes and night sweats since the procedure. I've also had not just breast tenderness that comes and goes, but also breast fullness/firmness and at times even lumps that disappear after a few days and sharp stabbing pains in my breasts as well. Sometimes I get stabbing pains (approximately where the coils or scar tissue would be) that are so sharp that at the same instances of the stabbing feeling, I instantly feel like I'm going to faint followed by a wave of nausea.